Event description:
Updated clinical narrative: a 63-year-old male with acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage a, was supported with an impella cp implanted via right femoral arterial percutaneous access on (B)(6) 2026 at 17:02. During support, the day-shift nurse noted frank blood in the foley catheter after placement at approximately 05:00. It was reported that hematuria was observed following foley insertion, prior to urine clearing when the patient had been using a male external collection device. The patient reported a history of genitourinary trauma within the past month with intermittent hematuria. An echocardiogram was performed to evaluate impella positioning and did not demonstrate malposition; however, the pump was readjusted by the physician as a precaution. A fluid bolus was administered without change in patient status. Due to persistent hematuria, urology initiated continuous bladder irrigation and assessed the bleeding source as related to prior injury and foley placement. At the time of reporting, the patient remains on impella support and the hematuria has not resolved. Additional information noted that the patient expired. The death is unlikely related to the impella device. Update: while on support, the device functioned as intended for lv unloading at p-9 at 3.4l/min with d5w sodium bicarbonate in the purge solution. After one day on support, the family withdrew care, and the patient expired. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, it is most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage c shock, and on inotropic/vasopressor support.

Manufacturer narrative:
Additional information was provided. B2, b5, d6b, h1 and h6 were updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Event description:
A 63-year-old male with acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage a, was supported with an impella cp implanted via right femoral arterial percutaneous access on (B)(6) 2026 at 17:02. During support, the day-shift nurse noted frank blood in the foley catheter after placement at approximately 05:00. It was reported that hematuria was observed following foley insertion, prior to urine clearing when the patient had been using a male external collection device. The patient reported a history of genitourinary trauma within the past month with intermittent hematuria. An echocardiogram was performed to evaluate impella positioning and did not demonstrate malposition; however, the pump was readjusted by the physician as a precaution. A fluid bolus was administered without change in patient status. Due to persistent hematuria, urology initiated continuous bladder irrigation and assessed the bleeding source as related to prior injury and foley placement. At the time of reporting, the patient remains on impella support and the hematuria has not resolved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.